Event description:
Caregiver contacted pharmacist regarding "pump malfunction". Stated pt did not receive complete infusion - 1000ml vs. 1800ml. Determined that batteries not inserted correctly and drained nicad battery resulting in pump malfunction. No alarms went off to indicate low battery.